Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient said that ever since they were implanted with the new device, they've haven't gotten any relief from the therapy at all. The patient stated since being implanted, they've had nothing but problems and haven't gotten any relief. The patient stated they've been reprogrammed several times by 2 or 3 different reps. The patient said with their previous ins, they could feel the vibration and it provided some relief and with new device, they don't feel any vibration at all. The patient feels that there could be something wrong with their leads. The patient confirmed the therapy is supposed to target pain in their back and legs and they've been in a lot of pain, mostly in their lower back. The patient said they did x-rays and other tests to see if the leads migrated or if there was something wrong with them and they were told that there's nothing wrong. The patient stated they're very frustrated at this point because they feel as though no one will listen to them. The new ins doesn't relieve any pain at all. The patient stated their lower back is what's causing all the problems and they can barely walk or sit and has to lay most of the time because their back hurts so bad. The patient stated they're very frustrated because they can't do anything.  The patient said they now feel like no one will listen to them about how they feel about their therapy and the fact that they feel as though there's something wrong with their leads. The patient stated they don't know what to do at this point because they've tried everything. Additional information was received from the patient. It was reported that the ins was not helping, the leads were replaced. This issue has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that there were no impedance issues, connectivity issues, and x-rays were normal. Reprogramming was needed and was completed successfully. The cause was not reported. Patient was able to obtain coverage in all areas of pain and left happy with the system functioning on (B)(6) 2023. The issue has been resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient states something is wrong with the stimulator and it is making her back hurt worse when it is turned on. Patient states they spent probably an hour trying to adjust it so she wouldn't feel the stimulation in her stomach and it progressively made her back worse so she had to turn stim off and now she is in excruciating pain and can hardly breathe and with it turned on it is 5 times worse. Patient service specialist asked when this all began and patient states last year in the beginning of this year but has been going on for a while. Pt later confirmed since date of most recent ins being (B)(6) 2020. Patient mentioned she had the system reprogrammed probably 2-3 times after the surgery and she got fed up because no one was listening to her and she just dealt with it as best as she could. In the past 3-4 months the pain has been worse and 2 weeks ago she finally turned stim off because she couldn't take the pain anymore. Patient reports the original implant worked phenomenal and she could clean her house, dust, vacuum and play with her grandchildren but now she can barely walk and the pain is so bad she gets out of breath easily. Patient also mentioned the leads were changed out last year because there was too much scar tissue over the leads and it wasn't doing anything so they moved the leads but now the leads are still in the wrong place because every time they try to program it she can feel it in the stomach and not so bad in the back. The last time she had it reprogramed she was still feeling it in her body and the representative just thought she was nuts and she knows where she is feeling the stimulation and it's not in her back. Patient has an appointment with her healthcare provider on wednesday at 11: 20 and she is trying to get in touch with a representative but she can't get in contact with anyone. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead. Product ID 977a260 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.